Manufacturer narrative:
It was reported that a syringe component had no graduation markings. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was received, however, a physical sample was not returned for evaluation. In the photo received, the syringe was observed to not have graduation markings for measurements on the barrel. The likely root cause was identified to be ink-related issues during the component manufacturing process. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component had no graduation markings.